Event description:
It was reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through inspecting and cleaning the pump's pneumatic tap area, removing an o-ring, and instructed them on filling a new cartridge and completing the load process, which resolved the issue and allowed the customer to resume insulin use.